Event description:
A customer had a problem with the kendall scd system. The customer alleges that a pt experienced extensive bruising of the lower right leg along the thigh with less extensive bruising of the left leg. The scd was removed and the customer has made a complete recovery.